Event description:
The surgeon activated the electrode in the suction sheath for a few minutes during an "acl" procedure when the ceramic broke. The surgeon retrieved the broken piece and completed the surgery without a problem.